Manufacturer narrative:
Correction to verbiage in the narrative for -1 submission. The product was inadvertently entered in the narrative as ev1000, however, the correct product is a vigilance ii monitor.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device service history record review has not been completed. Upon return of the DHR results a supplemental report will be submitted with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use, the customer observed smoke coming from the vigilance ii monitor and turned it off. The edwards sales representative checked the monitor and a message: ¿run-time error 1450¿ was observed after the power on self-test (post). The patient was not affected by the incident and no injury was reported.

Manufacturer narrative:
Expiration date corrected review of the device history record supports that the device met all release specifications with no non-conformances noted for any reason. The monitor was manufactured 19-aug-2011 with an expiry date of 19-aug-2016. At the time of the customer¿s complaint, the ev1000 had exceeded its expiry date by more than 2 years the suspect ev1000 platform was slated for return and evaluation. However, only the svo board was returned to the manufacturer. A photo sent via email confirmed that the c110 was ¿burnt up.¿ the capacitor was measured and read as being shorted 0.5 ohm, but appeared to have been installed with the correct polarity. The failure analysis lab was unable to conduct additional analysis due to the suspect component being destroyed at the time of the failure. Therefore, the system run-time error message was unable to be addressed, although a visual inspection did not detect any other damaged components. An engineering evaluation has been initiated to further investigate this issue, which showed no manufacturing deficiencies. A complaint of smoke could result in a fire. Fires, especially in oxygen rich environments have the potential to injure a patient or the user. In this instance there was no fire and there was no harm to a patient or user. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.